Manufacturer narrative:
Device repaired and returned.

Event description:
It was reported that there is a damaged weld on the crib this is alleged by customer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brake/steer was difficult to operate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.